Event description:
A new model of a bedside commode was placed in multiple rooms in a new section of the facility. Six similar patient events were reported related to the use of this commode shortly after opening the new section. In all cases, the lid and seat of the commode were tipped up to remove the lid on the bucket. Once the bucket lid was removed, the seat was not put down. Rather, the patient sat directly on the bucket. Due to the design of the commode, with the seat up, the bucket connection to the commode is unstable and tipped so that each patient fell through the commode and bucket ended up on the ground. A male required x-ray of pelvis and spine. A female had scrape and petechiae across lower back and scratches to lumbosacral area of back. Another female had bruising on back and required pelvic x-ray.